Manufacturer narrative:
Product analysis: at analysis it was determined that the analyzer failed functional testing with a loss of communication warning. It was sent for repair and was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.